Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the iol was "displaced". The lens was explanted and exchanged. "Iol decentration" is listed in the "adverse events" section of the rayone IFU. There are many predisposing conditions that increase the risk of capsular bag instability and zonular weakness including cataract surgery, prior vitreoretinal surgery, aging, axial myopia, inflammation/uveitis, trauma, retinitis pigmentosa, diabetes mellitus, atopic dermatitis, mature cataract, previous episodes of acute angle-closure attack, connective tissue disorders e.g. Pseudoexfoliation syndrome (being the most common risk factor with more than 50% of cases), marfan syndrome, homocystinuria, hyperlysinemia, ehlers-danlos syndrome, scleroderma, weill-marchesani syndrome, ectopia lentis et pupillae. Early dislocation of the lens may occur with poor fixation of the iol or capsular and/or zonular rupture during cataract surgery. Our review of production records for the rayone aspheric rao600c batch 024234409 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 024234409. There is insufficient evidence and information available to determine the cause of iol displacement.

Event description:
On 9th august 2024, rayner received notification from a us healthcare facility of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the iol required explantation due to being "displaced".